Event description:
It was reported that when the patient was seen for a scheduled follow-up, the device was at end of life. Premature battery depletion was suspected. The patient noted that he received a vibratory alert but did not contact the clinic. The device was explanted and replaced. The patient was fine during the procedure and doing well after.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.